Manufacturer narrative:
H6: the inserter was returned to the manufacturer for analysis. As reported, the threads were stripped at the tip of the inserted rod. The post for marker #4 was also slightly backed out causing a high geometry error. B01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the instrument had a defective interbody, inserter had to be replaced. It was reported that the interbody inserter required replacement because the thread of the threaded rod was defective. In the manufacturer representative (rep) experience, this is due to normal wear and tear. There was no patient involvement.